Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold and white particles inside the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified crease sharp opening on anterior and crack opening in the diaphragm valve. Based on the device analysis the final assessment is a crease sharp opening on radius due to a fold flaw opening and a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: b.5., b.6., d.6b, d.9., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 18/apr/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "nipple discharge" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported experiencing a left side ¿deflation,¿ and ¿nipple discharge¿. Healthcare professional confirmed left side deflation. The device remains implanted.